Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor cannula was in pieces when removed. The customer¿s blood glucose was 110mg/dl at the time of the incident. The customer reported that there was issue with the sensor. The customer stated that 2 sensors have failed. The customer reported that there was an issue calibrating the first sensor and the second sensor was showing false low sensor glucose readings within the 40mg/dl range. Sensor glucose and blood glucose difference was not within acceptable range. The customer removed the sensor and found that the cannula was in pieces. The sensor will be returned for analysis.